Manufacturer narrative:
Product ID 3093-28, lot# v573248, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a worsening urinary tract infection and burning during urination. It was noted a urine culture, pelvic ultrasound, and abdominal ultrasound were performed. It was reported, the patient was hospitalized. It was noted, the patient¿s symptoms resolved without sequelae on 2011 (B)(6).